Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: h6 - medical device problem code "1153 - degraded" is being corrected to "detachment of device or device component 2907". A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, the peeling off coating on the insertion section and biopsy port shaved was likely due to irregular stress. However, a definitive root cause could not be identified. The event can be inspected by following the instructions for use which state: "3.2 preparation and inspection of the endoscope 3. Inspect the surface of the insertion tube for dents, bulges, swelling, peeling or other irregularities". Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, that the broncofiberscope's connecting tube had peeling coating and the forceps channel port was shaved. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.